Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. An "e315" error occurred when testing scopes. After opening the unit, it was determined that a cable was not properly attached to an electronic component (ex board). After re-inserting the cable, all test scopes functioned as expected. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model cv-190, evis exera iii video system center would not read olympus, model series 190 scopes. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2 and e3 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the improper connection could not be determined. Olympus will continue to monitor field performance for this device.